Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide instructs to "discard the disposable set and all solution bags at the end of therapy. Possible contamination of the fluid or fluid pathways can result if disposables are reused. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death." Patients are warned to not reconnect solution bags. There are also instructions to not replace empty solution bags or reconnect disconnected solution bags during their therapy. If a bag becomes disconnected during their therapy, they are instructed to follow the instructions. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported by the peritoneal dialysis registered nurse (pdrn) that the home patient (hp) used an old heater bag from a prior therapy and that they proceeded into the initial drain. The technical service representative (tsr) advised the pdrn to have the hp start over with all new supplies. There was patient involvement but no patient injury or medical intervention associated with this report.